Event description:
The investigation and service were reported to be completed by the customer. Customer was unable to duplicate failure. The device passed all functional tests required for this product. The service history records for this ventilators serial number were investigated. The information has been added to the database for trending purposes and failure trends will continue to be monitored.